Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 with placement of a 6-8 x 30 mm rx acculink stent. During the procedure, the patient experienced an exacerbation of pre-existing bradycardia. Atropine was administered; however, the bradycardia continues. No additional treatment was provided and the patient was discharged to home on (B)(6) 2012 with a heart rate of 57 beats per minute. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: aspirin, clopidogrel, bivalirudin; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect of bradycardia is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.